Event description:
The advocate stated that the customer tested his blood glucose and received a reading of 92 mg/dl using his contour meter. He retested using another meter and received a reading of 333 mg/dl which was closed to his usual readings. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.